Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance when patient arrived from or there was no a-line waveform present. The unit was swapped out to continue therapy. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that during use cardiosave intra-aortic balloon pump (iabp) unit not showing any ¿aline waveform¿. (B)(6) from the site called for assistance stated that the patient arrived form the or and there was no aline waveform present. At the moment fse called back she states that they had fixed the issue by switching pumps. She had no further details to provide but stated that the first pump has been marked to send to biomed. Information was gathered for a complaint and the call ended. No additional information is available. Complaint needs to investigate once we received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.cleared for clinical use is unknown. Patient involvement was there, no injuries reported.

Event description:
N/a.